Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime during prime test due to faulty force sensor. We were unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported via phone call by customer's father that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was 76mg/dl. The customer's father stated they were able to prime successfully, but advised to get off the pump and revert to backup plan.